Manufacturer narrative:
The recipient reportedly experienced device migration prior to device explant.

Event description:
The company was informed that the recipient's device was explanted. Advanced bionics is in the process of gathering more information. Once more information becomes available a supplemental report will be submitted.

Manufacturer narrative:
The recipient reportedly underwent a repositioning surgery prior to explant. The external visual inspection revealed a damaged electrode array and missing electrode ground ring prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed a damaged electrode array and missing electrode ground ring. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly underwent repositioning surgery on (B)(6) 2014. This is the final report.